Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was bent and broken near the end of the cable. Reportedly, the customer was able to charge the pump successfully with new tandem usb cable. There was no reported impact to the customer's blood glucose level.